Manufacturer narrative:
(B)(4). This report is being sent following an internal audit.

Event description:
It was reported that high impedances were seen at implant. The lead was connected with 2 extensions and impedances on electrodes 2 and 3 were >40,000 ohms. The employee tested the battery and then with the snap lid at the extension and finally the lead itself. The physician decided to implant a new lead. The extension impedances were in range with the new lead. The pt recovered without sequelae.